Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested 11/30/2011 and 12/12/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with poor near vision and an unexpected outcome following intraocular lens (iol) implant surgery. Additional info has been requested.